Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that foreign matter (gauze, etc.) Larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up response received from customer regarding the cleaning, disinfection and sterilization (cds) process. It was reported that cds of scope was performed before requesting repair of the device. It was unknown if foreign material was present in the scope and if the scope was used in a case with foreign material attached to it. There was no delay to the start of pre-cleaning. There were no problems with the accessories used in reprocessing. The air/water nozzle was wiped with a with a gauze, brush, or sponge and liquid was flushed through the air/water nozzle. It was reported that there was a possibility of contamination from wiping gauze after washing. An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Due to wear of forceps elevator lever, up/down knob cannot be locked securely. Adhesive on bending section cover had a crack. Adhesive on bending section cover and objective lens had white-clouded area. Adhesive around light guide lens was peeled and had white-clouded area. Distal end cover had a dent and was dirty. Connecting tube had buckling, scratch, was wrinkled and the coating was peeling. Scope connector had a crack. Switch had crack and was worn out. Suction cylinder was shaved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope exhibited poor water supply. The device was returned and an evaluation revealed clogging of the nozzle with foreign materials. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
This report is being submitted for additional information from the customer. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported, water from the nozzle could not be cut off". Event occurred before a diagnostic procedure (name unknown). The procedure was completed with the same endoscope.